Event description:
It was reported that the patient received inappropriate shocks during transcutaneous electrical nerve stimulation (tens) therapy on their back. A tens unit muscle stimulator was applied to their back and when the unit was turned on, they felt a shock from their implantable cardioverter defibrillator (ICD). The device alarmed and has since been alarming in incremental periods. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 0138 boston scientific lead, implanted: (B)(6) 2008. (B)(4).